Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A14887- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tunnel vision ("tunnel vision"), dizziness ("dizziness"), fallopian tube spasm ("slight tubal spasm") and rash generalised ("body rash"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, tunnel vision, dizziness, fallopian tube spasm and rash generalised outcome was unknown. The reporter considered dizziness, fallopian tube spasm, pelvic pain, rash generalised and tunnel vision to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test . Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A14887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tunnel vision ("tunnel vision"), dizziness ("dizziness"), fallopian tube spasm ("slight tubal spasm") and rash generalised ("body rash"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 6-nov-2015. At the time of the report, the pelvic pain, tunnel vision, dizziness, fallopian tube spasm and rash generalised outcome was unknown. The reporter considered dizziness, fallopian tube spasm, pelvic pain, rash generalised and tunnel vision to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received. Event body rash, tunnel vision, dizziness, tubal spasm were added. Lot number added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and tunnel vision ("neurological conditions or problems - tunnel vision") in an adult female patient who had essure (batch no. A14887-invalid, a14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. Concomitant products included alprazolam from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tunnel vision (seriousness criterion medically significant), dizziness ("neurological conditions or problems - dizziness"), anxiety ("psychological or psychiatric problems - anxiety / anxiety attacks"), panic attack ("panic attacks") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("slight tubal spasm"), rash generalised ("body rash") and palpitations ("blood or heart disorder/condition: heart palpitations"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube spasm, rash generalised, panic attack, palpitations, allergy to metals and fatigue outcome was unknown, the tunnel vision, dizziness and weight increased had resolved and the anxiety was resolving. The reporter considered allergy to metals, anxiety, dizziness, fallopian tube spasm, fatigue, palpitations, panic attack, pelvic pain, rash generalised, tunnel vision and weight increased to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test. The patient stated that, essure did not worsen a previously existing injury/condition. Patient's current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received: new events added: anxiety, panic attacks, heart palpitations, nickel allergy, fatigue and weight gain. Event onset date, outcome and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tunnel vision ('neurological conditions or problems - tunnel vision') in an adult female patient who had essure (batch no. A14887-invalid,a14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. Concomitant products included alprazolam from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tunnel vision (seriousness criterion medically significant), dizziness ("neurological conditions or problems - dizziness"), anxiety ("psychological or psychiatric problems - anxiety / anxiety attacks"), panic attack ("panic attacks") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("slight tubal spasm"), rash ("body rash"), palpitations ("blood or heart disorder/condition : heart palpitations/ palpitations"), menstruation irregular ("erratic periods") and gastrooesophageal reflux disease ("I have started having acid reflux"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube spasm, rash, panic attack, palpitations, allergy to metals, fatigue, menstruation irregular and gastrooesophageal reflux disease outcome was unknown, the tunnel vision, dizziness and weight increased had resolved and the anxiety was resolving. The reporter considered allergy to metals, anxiety, dizziness, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, menstruation irregular, palpitations, panic attack, pelvic pain, rash, tunnel vision and weight increased to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test. The patient stated that, essure did not worsen a previously existing injury/condition. Patient's current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : plaintiffs aka name added. Events added- menstruation irregular, gastrooesophageal reflux disease. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tunnel vision ('neurological conditions or problems - tunnel vision') in an adult female patient who had essure (batch no. A14887-invalid,a14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. Concomitant products included alprazolam from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tunnel vision (seriousness criterion medically significant), dizziness ("neurological conditions or problems - dizziness"), anxiety ("psychological or psychiatric problems - anxiety / anxiety attacks"), panic attack ("panic attacks") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("slight tubal spasm"), rash ("body rash"), palpitations ("blood or heart disorder/condition : heart palpitations/ palpitations"), menstruation irregular ("erratic periods") and gastrooesophageal reflux disease ("I have started having acid reflux"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube spasm, rash, panic attack, palpitations, allergy to metals, fatigue, menstruation irregular and gastrooesophageal reflux disease outcome was unknown, the tunnel vision, dizziness and weight increased had resolved and the anxiety was resolving. The reporter considered allergy to metals, anxiety, dizziness, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, menstruation irregular, palpitations, panic attack, pelvic pain, rash, tunnel vision and weight increased to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test. The patient stated that, essure did not worsen a previously existing injury/condition. Patient's current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media received : plaintiffs aka name added. Events added- menstruation irregular, gastrooesophageal reflux disease. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tunnel vision ('neurological conditions or problems - tunnel vision') in an adult female patient who had essure (batch no. A14887-invalid,a14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and fatigue. Concomitant products included alprazolam from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tunnel vision (seriousness criterion medically significant), dizziness ("neurological conditions or problems - dizziness"), anxiety ("psychological or psychiatric problems - anxiety / anxiety attacks"), panic attack ("panic attacks") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("slight tubal spasm"), rash ("body rash"), palpitations ("blood or heart disorder/condition : heart palpitations/ palpitations"), menstruation irregular ("erratic periods") and gastrooesophageal reflux disease ("I have started having acid reflux"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube spasm, rash, panic attack, palpitations, allergy to metals, fatigue, menstruation irregular and gastrooesophageal reflux disease outcome was unknown, the tunnel vision, dizziness and weight increased had resolved and the anxiety was resolving. The reporter considered allergy to metals, anxiety, dizziness, fallopian tube spasm, fatigue, gastrooesophageal reflux disease, menstruation irregular, palpitations, panic attack, pelvic pain, rash, tunnel vision and weight increased to be related to essure. The reporter commented: coils visible outside of right tube were 3, coils visible outside of left tube 4 (slight tubal spasm). Post procedure the patient tolerated the procedure well. As per pfs plaintiff done essure confirmation test. The patient stated that, essure did not worsen a previously existing injury/condition. Patient's current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media received : plaintiffs aka name added. Events added- menstruation irregular, gastrooesophageal reflux disease. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report